Event description:
During remote follow up, under-sensing was observed on the device. Technical support was contacted and the recommended reprogramming was performed. However the under-sensing continued. No further intervention has been performed. The patient was stable and will continue to be monitored.